Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fourth firing of the stapler, with a black reload, seam guard buttressing material, the device fired but the outer row of staples on the left patient side didn't form. A second like black reload was used with the stapler to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one photo was provided; the picture shows tissue with staples present. One unformed staples can be seen in the picture. The rest of the staples appears to have the proper formed shape. Based on the condition of the staples noted on the picture. The event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.